Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump or manual dose injection. The customer resolved ongoing occlusion events by changing the infusion set and cartridge and resumed insulin therapy. Despite these actions, occlusions continued and a replacement pump was sent to resolve the issue.